Event description:
A periodic review of programming history was performed and showed a high impedance result for a system diagnostic performed on (B)(6) 2015. This coincided with the day of explant of the involved generator. Two minutes following this high impedance result, the new generator destined for implant was run through a system diagnostic that showed an impedance value within normal limits, indicating it had been successfully attached to the lead. The proximity of these two occurrences rules out the lead as a suspect device. The available information to date has not established if the generator was attached or disconnected from the lead at the time of the system diagnostic. Product return attempts could not be completed as the site has a no return policy for explanted devices. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Operative notes from the generator replacement case were received by the manufacturer. The notes did not contain any mention of an impedance issue or other suspected device malfunction with the explanted generator or existing lead. No additional pertinent information has been received to date.